Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 20 post insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not produced in the lab. The review of the sensor data in dms showed the sensor was taking longer than usual to stabilize after insertion, which eventually triggered the sensor replacement alert. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, the RMA was authorized for sensor replacement. B4: date of this report 27 december 2024. G3: date received by the manufacturer? 27 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.